Event description:
Customer reported the system displayed a charger failed error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. System is operating as intended.